Manufacturer narrative:
Citation: sato et al. Non-contrast enhanced mr angiography in pre-procedural assessment of aortic annulus for transcatheter aortic v alve replacement. Tohoku j exp med. 2025 oct 25;267(2):235-243. Doi: 10.1620/tjem.2024.j129. Epub 2024 nov 7. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding non-contrast enhanced magnetic resonance angiography in pre-procedural assessment of aortic annulus for transcatheter aortic valve replacement. The study population included 68 patients. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r (n=11) or evolut pro (n=11) bioprosthetic valves. Among all patients, clinical observations included: mild to moderate paravalvular aortic regurgitation (par). No further information was provided pertaining to medtronic products.